Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker previously exhibited fluctuating pacing impedances from 300 ohms to 800 ohms and 1400 ohms on the right atrial (ra) lead. In may, the impedances became out of range at 2000 ohms, but then returned stable to 300 ohms after programming. In february, the patient was evaluated as noise was being observed on the ra lead. The noise led to oversensing and inappropriate mode switches. Reprogramming was again performed which resolved the noise issue, however, the impedances could still be out of range when reproduced. Boston scientific technical services recommended that an x-ray be performed as these observations suggest a lead issue. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this patient is being monitored at this time. No intervention is expected to occur. Pacemaker remains in service. No adverse patient effects were reported.